Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages, adjust belt messages, damaged cable) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. As received the electrode belt ECG "a&b" cable was cut, damaging wires in the cable and causing the reported "add gel" messages. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient reported having a damaged cable and was receiving adjust belt messages and add gel messages prior to gel release.